Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle puncture through the catheter.   The following information was provided by the initial reporter: I received another IV catheter with a similar issue. This issue was noticed after use. No harm to the patient that we're aware of.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle puncture through the catheter.   The following information was provided by the initial reporter: I received another IV catheter with a similar issue. This issue was noticed after use. No harm to the patient that we're aware of.

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used 20g x 1.88in. Insyte autoguard unit from lot number 1300906. Additionally, one photo was received for investigation. The photo shows a view of the returned catheter with the needle piercing the catheter tubing. Blood residue can be seen inside the catheter tubing. The returned sample was received with the needle retracted. The catheter was microscopically inspected, and a v-shaped tear was found near the location shown in the photo. The reported defect of needle through catheter was confirmed. As blood residue was present in the unit, it is likely that the clinician attempted venipuncture with the returned unit. If the defect originated during the manufacturing process, the device would have been received by the customer with the needle piercing through the catheter tubing making a venipuncture attempt unlikely. Since venipuncture was attempted, it is likely that the defect originated in the clinician environment during use. A needle spear through may occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.